Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade iii.

Event description:
Patient reported having "implants mentioned in the recall and want information for reimbursement". Later healthcare professional reported rupture" and "capsular contracture baker grade iii" this is for the right side. Device remains implanted.